Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to a defective generator board. There has since been a design change to prevent reoccurrence. After a deeper investigation into the defective generator boards that have experienced an e433 error, it was concluded that the cause was a destroyed tr1 transformer. An improved generator board was subsequently introduced into production. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided through means of a discovery report from a 3rd party repair facility. In this report, it was confirmed that the generator was producing an e433 error code during startup and rebooting. Reportedly, a faulty generator board was causing this error and will require replacing.

Manufacturer narrative:
At this time, the device has still not been returned to olympus for evaluation. The device inspection results in b5, are sourced from a third-party facility and cannot be confirmed. Therefore, those are being submitted as additional information pertaining to this event, rather than a true/authenticated device evaluation performed by olympus personnel. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer¿s 3rd party distributor reported that his olympus hf generator unit was producing an unspecified communication error during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.